Event description:
It was reported that this right ventricular (rv) lead was explanted due to high capture thresholds. Another rv lead was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.